Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is reporting pain around incision site area. The device is sitting very close to pinna.

Manufacturer narrative:
Med-el elektromedizinische geräte (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the information received, the device is not providing sufficient benefit to the patient due to partial migration of the active electrode out of cochlea as confirmed by diagnostic imaging. It is reported that the electrode could not be inserted completely at first implantation and one channel was left outside the cochlea. In-situ measurements are indicative of a functional device. In addition, the patient experienced increasing discomfort following an accident and, during examination, the stimulator housing was found too close to the pinna. The patient does not wish to be reimplanted at this time.

Event description:
The patient is reporting pain around incision site area. The patient experiences increasing discomfort following an accident and during examination the stimulator housing was found close to the pinna. Re-implantation is considered, but the patient does not wish to be reimplanted at the moment.